Manufacturer narrative:
The investigation determined that a discordant patient test report was obtained when compared with the information displayed in the customer¿s lis system. Assay results were generated for a sample when the assays were not ordered and were associated with the incorrect patient name. The sample had been processed on a vitros 3600 immunodiagnostic system. The assignable cause of the event was determined to be user error as the customer reused a sample identification number (sid) without ensuring that the previous sample program for the sid number was processed to completion or deleted prior to use as instructed in the vitros 3600 user guide. The vitros 3600 immunodiagnostic system was operating as intended. No malfunction occurred.

Event description:
A customer reported that results obtained on the vitros 3600 immunodiagnostic system for a patient sample were mis-associated with the incorrect patient sid number. Results that have been associated with the wrong patient may lead to inappropriate intervention with the potential for serious injury to the patient. No mis-associated results were reported from the laboratory. There is no allegation of patient harm related to this event. This report corresponds to ortho clinical diagnostics (ortho) inc. (B)(4).